Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to drive shaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead would not deploy despite multiple rotations. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.